Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power during a patient event. The customer advised that no further details about the patient or the event were available. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer informed that no further patient information is available. Section b5 has been updated. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to reproduce or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The root cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power during a patient event. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.